Event description:
The customer reported that they believe excess dose is being delivered to the patient before the beam terminates.

Manufacturer narrative:
The customer reported that they believe excess dose is being delivered to the patient before the beam terminates. The investigation was completed by conducting a thorough evaluation of the products and the reported information. The linac was showing dose-rate monitor inhibits when delivering treatment at gantry angles around 50 degrees. This happens when the radiation dose is not detected by the dosimetry monitoring system as expected during treatment delivery. The machine will terminate with dose-rate inhibit displayed in the screen monitor. Upon further investigation using external dosimetry, it was found that when the dose monitoring system was unable to detect the beam and before the machine terminated the beam with the dose rate monitor inhibit, there were radiation leakages, mostly from the output window port which was identified as a hot spot during the testing. The linac was checked and it was found that there was damage to the insulation on the 2r steering cables. The faulty cables were replaced and the system was fully tested before returning to clinical use. For unwanted dose during the fault elekta performed a risk assessment and assessed the severity to be "insignificant" and probability to be "incredible". The risk assessment concluded that the risk is considered "low". Please note that due to an administrative error, the initial report for this incident was originally submitted on 11 september 2024 under an incorrect MFR number (3015232217-2024-00029) which captured the wrong manufacturer information and 510k number. This report (9617016-2024-00004) has the correct manufacturer and 510k number.